Manufacturer narrative:
(B)(4). Batch #: t9561j. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In addition, an unformed clip was returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the clip was not formed properly during use. After that, jamming occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.